Manufacturer narrative:
Additional information: concomitant medical products and adverse event problem. Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. During investigation, the pump was inspected, and functional testing performed, and the pump passed all testing. Further investigation of the pump found no issue with pump lost programming. Therefore, no problem found regarding the reported issue. The problem source of the reported problem is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost the charge in its internal battery and lost programming. It was reported that the pump was not in use when the issue occurred, that the patient switched to a backup pump and that there was no disruption in therapy. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.